Manufacturer narrative:
H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: aneurysm enlargement.

Manufacturer narrative:
B5: added information.

Event description:
On (B)(6), 2019, it was reported that the fluid issue had significantly improved following treatment with antibiotic medication due to a suspected infection.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up computed tomography (CT) imaging found no issues. On (B)(6) 2019, follow-up CT imaging identified presumably fluid accumulated at the level of and below the flow splitter of a gore® excluder® trunk-ipsilateral leg component rlt261414, now occupying the space where the aneurysm used to be. Compared to the previous CT examination, imaging on (B)(6) 2019, confirmed a 15 mm increase of the aortic diameter. The physician did not find an endoleak and the patient also tested negative for an infection. The physician is currently unable to assess the risk of an impending aortic rupture in view of the ongoing diameter increase. A follow-up appointment has been scheduled to monitor the situation.